Manufacturer narrative:
E1: patient city: (B)(6). Patient country: saudi arabia.

Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient encountered an event where infusion set fell off during use on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.